Event description:
Autoimmune thrombocytopenia (rash on arms and legs, spontaneous bruising all over, multiple ecchymoses of variable ages over arms, legs, knees, abdomen, petechiaes on insides of cheeks, no active bleeding of gums) pt, with a medical history of oteoarthritis, arrhytmia and stroke who experienced a "drop" in platelet count, rash and bruising. There was no history of prior synvisc therapy. The pt started synvisc therapy in 2005. The pt received synvisc into both knees two days later the pt contacted the physician and reported a rash and bruising. The pt experienced a drop in platelet count down to 3000 and was hospitalized and transfused. The pt's concomitant medications included coumadin, atenolol and albuterol (dates and dose unk). The causality was assessed as probably related to the synvisc injection. Qa the time of this report the pt's outcome was unk. Qa investigation results: qa performed a review of the production and quality control documentation for lot # n0508. All documentation are complete and in order. The product met specifications at release. No associated non-conformance was noted for this lot. The pt had a history of atrial fibrillation, cerebrovascular accident (cva), status post ablation, hypertension, asthma, no allergies, nonsmoker, moderate etoh abuse and no allergies. Approximately two weeks ago, the pt experienced upper respiratory infection and completed course of antibiotics (? Z pack) approximately 1.5 weeks ago. Pt was coughing up blood a bit during that time. He had a injection of rooster synovium into knees and on the next day, pt developed a rash on their arms and legs. Since then pt had developed multiple bruises all over their body from unk source. The pt was seen in the ER for thrombocytopenia, bruising, bleeding from gums and nose, coughing up blood. Physical exam revealed multiple ecchymoses of variable ages over arms, legs, knee, abdomen, two petechiaes on inside or cheeks, no active bleeding of gums, mucous membranes moise. Concomitant medications included coumadin, atenolol, lipitor, albuterol. The pt was consulted by hematolotist who noted that "autoimmune mediated as symptoms interestingly correspond to rooster injection." The pt was admitted for further treatment and workup of thrombocytopenia. The lab tests showed pt 27.91 in 2.2; ptt 35.5; wbc 6.21; rbc 4.35; hgb 14.8; hct 41.2; mcv 94.7; mch 34; mchc 35.9; platelet count 4000. The pt's treatment course included solumedrol, 6 pack of platelets, and prednisolone 40mg po. The physician commented that the adverse events of "drop in platelet count," "rash" and "bruising" probably were related to synvisc and the severity of events was assessed as "severe." The pt's outcome was unk at the time of this report.